Event description:
It was reported that a (B)(6) year-old caucasian female who underwent a breast augmentation primary with a mentor memorygel, 360cc silicone breast implant experienced left-sided local reaction, and rupture post procedure. The patient reported that she has pain, top of left breast has a bulging and inflammation, and mammogram reported slight tear and possible rupture. The mammogram, and ultrasound examinations confirmed the issue. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on march 1, 2022, indicated that the MRI examination confirmed left-sided intracapsular rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on august 4, 2022 indicated that the patient underwent bilateral replacements as follow: left: cat#:smpx405; lsn#:9702752-057 right: cat#:smpx405; sn#:(B)(6) on (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on july 21, 2022 indicated that the patient underwent removal on (B)(6) 2022. Reason for device explant and/or reoperation: local reaction and rupture. Manufacturer¿s reference number: (B)(4).